Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01693.

Event description:
It was reported that a patient underwent a left hip revision after an unknown amount of time post implantation due to unknown reasons. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment it was determined that the reported event is a duplicate event and has previously been reported under 0001825034-2022-01670. This report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment it was determined that the reported event is a duplicate event and has previously been reported under 0001825034-2022-01670. This report was submitted in error and should be voided.